Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, a kink was noticed in the ace catheter and it was not used.

Manufacturer narrative:
Result: the 5max ace reperfusion catheter was fractured approximately 3.0cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates the 5max ace reperfusion catheter was fractured. Evaluation of the returned product was confirmed. This type of damage frequently occurs due to improper handling during removal from packaging. The root cause of the complaint cannot be determined. These products are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.